Event description:
During an eye lens extraction surgery, a surgeon observed gray debris at the slit line made from scissor blades. The debris was removed from the eye and sent to an outside lab for testing. Testing determined the debris to be small metallic particles. An additional examination was conducted on all remaining items in the instrument case and the case itself. Metallic particles were discovered on the items and in the case as well. The outside lab who tested the items has questioned whether the steris hamo washer used in cleaning the instruments was functioning properly.